Event description:
A high blood glucose event was reported, and the cause of the elevated level was unknown. The customer noted that the event occurred earlier in the day before contacting technical support, with the highest reported blood glucose level being 30 mmol/l. There was no adverse impact on the customer's blood glucose. The customer managed the high level by administering a correction bolus using the pump and confirmed that the control iq feature was active at the time of the incident. Technical support advised the customer to consult their healthcare professional and to reach out for troubleshooting if similar high blood glucose events occur in the future.